Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.x, retest inratio: 7.x. Pt's target range is 2.0 - 2.5. Results done within 10 minutes of each other. Nurse did not know of the decimal place values for the results.